Event description:
Additional information indicated the suspected infection was both at the ipg and lead sites.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A patient had their system explanted due to a suspected infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-23853 & 1627487-2020-23854. It was reported the patient¿s entire scs system was removed due to an suspected infection. The site of the infection is unknown.